Manufacturer narrative:
(B)(4). Approximate age of device- 11 months and 8 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a routine clinic visit on (B)(6) 2018, the patient¿s lactate dehydrogenase (ldh) had increased to 732 u/l from a previously stable range of 330-430 u/l. The patient was known to not take medications appropriately. The manufacturer's technical service representative reviewed the submitted log file and observed no remarkable trending in the pump parameters and the event history appeared normal. The customer reported that the patient¿s inr goal was increased to 2.5-3.0 from a previous goal of 1.8-2.5. A repeat ldh draw a week after (B)(6)2018 came back at 815 u/l. As of (B)(6) 2018, the patient was doing well at home with no other signs of hemolysis including hematuria or lvad alarms. The customer planned to continue to monitor the patient during outpatient visits. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. The center reported that the patient was seen in the clinic for a routine follow up and had a lactate dehydrogenase (ldh) of 732. The patient previously had a stable range of ldh between 330-430. Review of the system controller log file showed that there were no atypical alarms and the system appeared to be operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.